Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have had 3 accidents in the first 6 days since the device was implanted. The patient said they told their healthcare provider (hcp) about this and the healthcare provider put them on some pills and had them go to the lab to see if they had a urine infection, which they still haven't gotten the results back from. They told the patient that they had to turn off the device, but when they went to turn it off, they said it wasn't even on to begin with. The patient did not have both devices available at the time of the call to troubleshoot. Patient will call back when they have the equipment with them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have had 3 accidents in the first 6 days since the device was implanted. The patient said they told their healthcare provider (hcp) about this and the healthcare provider put them on some pills and had them go to the lab to see if they had a urine infection, which they still haven't gotten the results back from. The patient also said they had another procedure done and they told the patient that they had to turn off the device, but when they went to turn it off, they said it wasn't even on to begin with. The patient did not have both devices available at the time of the call to troubleshoot. Patient will call back when they have the equipment with them. The patient reported that they never received therapy benefit. The patient reported the therapy being off since the ins was implanted